Event description:
It was reported that during the implant procedure, there was difficultly to remove the delivery catheter from patient. It was noted the slitting was not smooth and had a lot of resistance, and it was also very difficult to get through the hub of the catheter with the slitter. The delivery catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned, analyzed and the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, damage and the catheter shaft was bent. Visual summary indicated spiral slitting (technique issue) visible along entire shaft, stress cracking, the shaft kinked at various locations and damaged at procedure.